Event description:
It was reported that precipitate was forming while priming a em2400 valve set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.